Event description:
It was reported on (B)(6) 2014 the insulin pump was broken around the battery hatch. Damage was caused from wear and tear due to daily use. Customer's blood glucose was 370 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The device was received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.